Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient admitted with congestive heart failure and possible right heart failure. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was admitted with congestive heart failure and possible right heart failure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2020. No further information was provided. The manufacturer is closing the file on this event.